Manufacturer narrative:
There was no product malfunction. A philips response center engineer (rce) spoke to the customer biomed. The biomed performed spo2 performance checks (alarm checks) on the mms and masimo modules. Per the biomed, the monitor was working as expected. A review of the review alarm screen images, and the central station alarm logs by the rce, and a philips complaint investigator (ci) found that the monitor issued a yellow spo2 alarm, followed by a red desat alarm. The alarms were then suspended by the user. The device remains at the customer site. No further investigation is warranted at this time.

Event description:
A customer physician walked by the patient's room and noticed the baby was blue; the physician reacted and treated patient. A clinical nurse claims the monitor did not alarm.